Manufacturer narrative:
The medical center in japan discarded all product in 2020. No benchtop analysis and hemolysis testing is possible. No root cause can be determined. The jpvad registry furnished no further clinical details. The failure mode will be monitored and trended.

Event description:
The medical team in japan had a successful impella cp support in 2020 for 58 hours, when explanted. The jpvad registry team later in 2/2023 reported upon hemolysis treated by the infusion of blood products. The jpvad team furnished no further details.